Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: wr9200, (serial: (B)(6)) and product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with the implantable neurostimulator, including difficulty charging, inability to achieve an excellent coupling interval, prolonged charging times of 3-4 hours, and intermittent communication failures with the charger. There was a possibility that the device was implanted too deep. Troubleshooting included working with the patient to find the correct position for the wireless charger, which was briefly successful but could not be consistently replicated. As a resolution, the decision was made to explant the old activa rc device and implant a new percept rc device. The issue was resolved following this intervention. The explanted device was discarded before being returned, although the patient's wireless charger was retained. The healthcare professional has no further information for medtronic regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: product ID wr9200 serial# (B)(6) product type recharger. No anomalies were visually observed able to connect handset to recharger and charge test implant. Device passed integration test. Charged implant 25% without disconnecting. Power button worked fine wr charged to 100%. 4100 error code observed in logs. This issue does not impact the functionality of the wireless recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.